Event description:
New information received notes that extra cardiac stimulation was noted on the rv lead.

Manufacturer narrative:
Additional information - h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During interrogation, it was discovered that the right ventricular (rv) lead was exhibiting noise. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences.